Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was no electrode when the sensor was removed. The customer¿s blood glucose level was unknown. Customer was not knowing whether the electrode was there in the body or not. The device will be returned for analysis.